Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe was not working during vitrectomy surgery, it was not able to cut the vitreous. The nurse then opened a new pack with probe and primed the new probe for surgery use. However, the second probe did not cut well after a few minutes of cutting the vitreous. This happened to the third probe and fourth probe. Finally, after changing to a new fifth probe, the probe was working well and able to cut the vitreous effectively. The surgery completed smoothly. There was no patient impact.

Manufacturer narrative:
Four probes (2 with and 2 wo/tip protectors) in trays with other items were received for the report. Sample 1 was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap and port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe engine was disassembled, and the components inspected. The o-rings, spacer, and diaphragm are all intact. Excess material in the inner diameter of the top o-ring was observed. Sample 2 was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap, inside the port and on the port face and severely bent needle. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. No wear assessment could be performed due to the inner cutter broke while trying to extract it from the severely bent needle. Sample 3 was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap and port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe engine was disassembled, and the components inspected. The o-rings, spacer, and diaphragm are all intact. Excess material in the inner diameter of the top o-ring was observed. Sample 4 was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at the bend area and another location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The complaint evaluation does not confirm the reported issue of probe unable to cut vitreous for samples 1 and 3 as both samples were functionally conforming. However, a manufacturing related potential contributor factors were identified for samples 1 and 3 for having an excessive material on the inner diameter of the o-ring. Sample 2 was unable to confirm the reported cut failure due to probe needle bent condition. How and when the probe needle became bent cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. Sample 4 confirms the probe had a cut failure. The exact cause of the cut failure cannot be determined from the evaluation performed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as an exact root cause for the bent needle of sample 2 could not be determined from this evaluation and an exact root cause for a cut failure on sample 4 could not be determined from this evaluation. Sample 1 and 3 met specification; however, a non-conformance record has been initiated related to the excessive material on the o-ring. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).